Event description:
It was reported that "fos failure, unwrap issue". Additional information stated "the iab would not unwrap. As a result, a new iab was inserted. Second iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). A complaint sample was returned to our manufacturing site for evaluation. The device was reviewed as part of our investigation. Returned for investigation was one 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. The sample was returned in the supplied return kit, labeled for (B)(6) and was in a sealed bio-hazard bag. Returned with the sample was the supplied 40cc inflation driveline tubing; no damage or abnormalities were noted. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied data-scope driveline tubing was connected to the iabc short driveline tubing; no damage or abnormalities were noted to the data-scope inflation driveline tubing. A non-teleflex 40cc connector was noted connected to the data-scope inflation driveline tubing. The bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 5.5cm and 31.5cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 67.2cm from the iabc distal tip. Two kinks to the iabc outer lumen were noted at approximately 31.8cm and 67.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. During dimensional inspection, the bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of internal process documents. The one-way valve was tested and passed during functional inspection. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube and pressurized at intervals of 100mmhg, 200mmhg and 300mmhg. Upon testing the returned fos at p ressurized intervals, the output ap fos readings were within specifications. The iabc was connected to an iabp with the returned data-scope inflation driveline tubing w/40cc connector. The iabc was inserted into the "t" tube and 80mmhg backpressure was applied. Pumping was initiated but the iabc bladder did not fully inflate, which is consistent with the reported event. Within 10 seconds after pumping was initiated, the iabp triggered a "high pressure (1)" alarm (anp-4). The iabc was connected to an iabp with the returned supplied 40cc inflation driveline tubing and a lab inventory 40cc inflation driveline tubing, and both tubing's had the same results. The "high pressure (1)" alarm noted is consistent with the kinked iabc outer lumen. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.5cm and 31.3cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire could not advance at approximately 67cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 15.3cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the specifications were not met during the complaint investigation due to the kinked outer lumen. The root cause of the kinked outer lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "fos failure, unwrap issue". Additional information stated "the iab would not unwrap. As a result, a new iab was inserted. Second iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section b. Adverse event or product problem; unchecked "adverse event" and "required intervention" selections as no injury or harm was reported and confirmed by complainant.

Event description:
It was reported that "fos failure, unwrap issue". Additional information stated "the iab would not unwrap. As a result, a new iab was inserted. Second iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".